Event description:
It was reported that the customer went to the Emergency Room with a blood glucose level of 446 mg/dL and ketones; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.